Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Patient reported "swelling in her right breast, along with intense pain.... Diagnosed with right side rupture and 2 ml seroma". The device remains implanted.

Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late and rupture.

Event description:
A patient reported they experienced the events of "rupture¿, ¿pain¿, ¿seroma¿, ¿stabbing pain¿, and ¿swelling¿ with an unknown mammary implant. The device remains implanted.

Event description:
Patient reported "swelling in her right breast, along with intense pain.... Diagnosed with right side rupture and 2 ml seroma". The device remains implanted.